Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, she dialed up 18 units and the flow will stop at 12 units, so she had to use a 2nd then 3rd pen needle to complete injection. Stated, she was so frustrated that she discarded the 3 pen needles, therefore, no samples available. Stated, she does not prime before injection. Lot: 2306490, catalog: 320550, date of event: 2023-06-23.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, she dialed up 18 units and the flow will stop at 12 units, so she had to use a 2nd then 3rd pen needle to complete injection. Stated, she was so frustrated that she discarded the 3 pen needles, therefore, no samples available stated, she does not prime before injection lot: 2306490. Catalog: 320550. Date of event: 2023-06-23.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.